Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery, popliteal artery and anterior tibial artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured from a pinhole at the middle. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.